Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split septum with small bore extension set, fixed nut was leaking during use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd q-syte luer access split septum with small bore extension set, fixed nut was leaking during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. In response to the event reported by your facility a device history report was conducted for lot number 8025556. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records this is the only instance of a defective catheter occurring in this lot. The sampling plan was applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.